Event description:
Article published to assess indications of vns revisions and explants. The article included the following reports related to vns: 1 patient experienced lead rejection requiring device removal. 1 patient experienced extrusion of lead requiring device removal. Other adverse events reported in file captured in MFR. Report # 1644487-2019-00216 and MFR. Report #1644487-2019-00218. No other relevant information has been received to date.